Event description:
The patient reported exposed and frayed wires of the power supply. The power supply and power cord were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One set of cardiomems patient electronic system power accessories were received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. During the investigation, visual inspection revealed no evidence of frayed cables on the power cord and it functions as intended.